Event description:
From staff: provider inserting arterial access, was unable to advance catheter, immediately withdrew and noticed a string like material on the wire from the catheter and a piece of wire was noted in the patient's artery, this was removed.

Event description:
From staff: provider inserting arterial access, was unable to advance catheter, immediately withdrew and noticed a string like material on the wire from the catheter and a piece of wire was noted in the patient's artery, this was removed.